Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: laparoscopic nephrectomy, the retractor finger was not to be open. The plastic part of hinge seems to be damaged. The part fell into the patient's cavity and was retrieved. The all fragment were retrieved by forceps. The procedure was completed with another device. The status of the patient: no problem. .

Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted: no device abnormalities were observed. Pmv performed functional testing: device articulated properly without difficulty but fingers did not articulated properly (one finger moved in tandem with another finger). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The devices were then forwarded to ponce manufacturing for further evaluation. Pmv found device articulated properly without difficulty but fingers did not articulate properly (one finger moved in tandem with another finger). Ponce found that the device was assembled incorrectly. No damage to the plastic part of the hinge (clevis) was observed. A review of the device history record indicates this product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported incident of retractor finger would not open may have been caused by incorrect assembly, where two similar fingers were assembled in the rivet of the device. The product analysis established a relationship between a device failure and the reported incident. The root cause of the observed condition was determined to be a result of manufacturing activity and a process improvement and training awareness has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.